Manufacturer narrative:
(B)(4). Corrected date of product return from 05/14/2019 to 05/31/2019. The delivery device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed to be in the delivery tube. The seal was observed to partially out of the tip of the delivery tube in an unwrapped state. The seal and tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.